Event description:
Material #: 302830 batch#: unknown it was reported by customer that white received o#145368 with the packaging wiped off. Not sure if we need to report or not. Please see attached picture. This for ref (B)(4). Verbatim: complaint received via email(s) attached. White received o#145368 with the packaging wiped off. Not sure if we need to report or not. Please see attached picture. This for ref (B)(4).

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information received material #: 302830 batch#: unknown it was reported by customer that white received o#145368 with the packaging wiped off. Not sure if we need to report or not. Please see attached picture. This for ref 302830 (o# 145368). Verbatim: complaint received via email(s) attached. White received o#145368 with the packaging wiped off. Not sure if we need to report or not. Please see attached picture. This for ref 302830 (o# 145368).

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported the packaging was wiped off. To aid in the investigation, one sample in a sealed packaging blister and one photo was provided for evaluation by our quality team. A visual inspection was performed, and the packaging blister top web is missing the printing. The photo provided shows a set of four packaging blister top web that are missing printing. No other defects or imperfections were observed. This defect could occur if the packaging top web printing head became clogged. The sample will be shown to associates for awareness. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.